Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a failure for the backup rate. It was unknown how the issue was found. No patient impact and/or harm was reported. The bme reported that the device was ran on the last device settings for approximately 30 minutes. The device was then run for another 20 minutes on different oxygen settings. It was noted that the reported issue could not be duplicated, and no other error codes had been observed. The bme then reported that the event log was reviewed; however, no alarms were recorded for the reported issue. No repairs were performed by the bme, as the reported issue could not be replicated/confirmed. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.